Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) /2012. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
(B)(4).